Manufacturer narrative:
This complaint was incorrectly captured against the pump and should have been against the infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. If additional information is received animas will forward the complaint to the relevant manufacturer.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 19.6mmol/l with extreme drowsiness, polydipsia, headache, and lethargy. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #2 date of submission 03/10/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: evaluation revealed that the black box begins on (B)(4) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.